Event description:
It was reported that the rigid video laparoscope displayed error 226 and experienced a blackout. The issue occurred during sedation while the device was inside the patient for a therapeutic laparoscopic sacrocolpopexy procedure. There was no patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.